Event description:
It was reported that the customer was hospitalized due to sepsis and an infection. It was also reported that the customer had been experiencing high blood glucose levels, and the customer felt that the bolus wizard was not recommending the proper amount. Advised to have the customer speak with her doctor to change the bolus wizard settings if necessary. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.